Event description:
It was reported that, after the subcutaneous implantable cardiac defibrillation system was implanted the patient was subsequently taken for emergent exploratory laparotomy with a complete system removal. The lead was found to be transecting across a segment of the distal transverse colon. Along with the system removal, bowel repair with omental patching was performed. The patient was managed perioperatively with antibiotics. There were no additional adverse patient effects.